Manufacturer narrative:
Corrected information h6: investigation findings code is updated to c0402.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported keyhole cracked which was reproduced. Visual inspection found extra force required for output of the third soft key. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump nothing happened when the button above the ok was pressed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: "it was reported that a spectrum pump nothing happened when the button above the ok was pressed." Should be updated ot "it was reported that the keypad was not responding, nothing happened on a spectrum pump when the button above the ok was pressed.". H6: investigation findings code 3221 has been updated to a070911. H10: "the device was found out of specification in relation to the customer reported keyhole cracked which was reproduced." Should be updated to "the device was found out of specification in relation to the keypad not responding, nothing happened when the button above the ok was pressed, which was reproduced." H6: type of investigation code b11 was added. H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.